Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a high purge pressure alarm was present. Additionally, tissue plasminogen activator protocol since there were low purge pressure notifications. The impella was removed with no activated clotting time. They did not have good control of the bleeding and the patient was given a bolus of heparin and held for one (1) hour. Hemostasis was achieved, and pressure dressing applied.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported access site bleeding and high purge pressure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleeding and high purge pressure could not be determined. Corrections to the initial MFR report: b1 added malfunction. G1 MDR reporting contact email updated. H6 med dev code 2993 changed to 1491.